Event description:
A customer reported that the cartridge was not fully snapped into the pump, leading to an issue with insulin delivery. There was no adverse impact to the customer's blood glucose level. Tandem technical support guided the customer through removing the case from the pump, inspecting and cleaning the pneumatic tap area, removing an o-ring, and successfully reloading the cartridge, allowing the customer to resume insulin therapy.